Manufacturer narrative:
The subject scope has not been returned for evaluation. The cause of the reported positive culture cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacturer was informed that during a post market study, the scope culture tested positive for citrobacter freundii after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. The correct serial number for this report is (B)(4).

Manufacturer narrative:
The scope was sent to an external expert for destructive sample testing. The external experts provided the results and the summary of the report is the following: there were no high concern organisms identified during the destructive sample test. Additionally, the external expert noted during destructive sampling: bleaching and scratches at the glue of the bending section cover. Bleaching at the glue around the distal end objective lens. Slight detachment at the glue around the distal end light guide lens. Detachment the glue around the distal end air/ water nozzle. The endoscopy support specialist (ess) was dispatched to the user facility to observe the reprocessing technique of the technician who reprocessed the scope. However, the user facility indicated that the employee no longer works at the facility. Observations of the technician's reprocessing technique could not be conducted.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used an oer-pro aer to reprocess the subject scope. Additionally, a sampling procedure review was not conducted since both the sampler of the scope and facilitator failed to meet their contract obligations. Although reprocessing procedure review was not conducted, the most probable cause of the reported positive scope culture was attributed to insufficient reprocessing from improper reprocessing procedure.